Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during the implant of this right atrial (ra) lead, the lead required multiple repositionings due to low p-wave amplitudes and non-capture. Eventually, the helix mechanism would not extend or retract and psa measurements were obtained that showed high out of range pacing impedances. The patient went into atrial flutter and the physician elected not to attempt any further lead repositionings. The device was programmed around the ra lead and the physician will monitor the patient's atrial flutter to determine if a new ra lead is required. This ra lead remains implanted. No adverse patient effects were reported.